Event description:
A literature article (govender pv et al. Use of osteogenic protein-1 in spinal fusion: literature review and preliminary results in a prospective series of high-risk cases. Neurosurg focus 2002;13 (6) :1-5) contained a report of a male who experienced a cerebrospinal fluid leak after receiving op-1 putty for a chiari I malformation and basilar investigation. The patient received 1 unit of op-1 putty combined with autologous bone. There were no documented symptoms or abnormal clinical findings upon physical examination. The event resolved after insertion of a temporary lumbar spinal drain. The outcome was an improvement in oswestry disability index (odi) score and physical functioning, bodily pain and mental health scores at a 2-month follow-up examination. The authors concluded that there were no apparent adverse effects related to the use of op-1 putty. Co-morbidities and risk factors included obesity and heavy cigarette smoking. Additional information has been requested.